Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead abrasion was observed during a normal device change out. The lead was recommended to be capped and replaced. The patient was stable post procedure.